Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolift, involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolift? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a pelvic organ prolapse repair procedure between (B)(6) 2005 and (B)(6) 2008 and the mesh was implanted. It was also reported that, following the procedure, dyspareunia worsened. It was possible that the patient experienced late complication such as extrusion managed with topical estrogen, with expectant management or was re-operated twice. The patient possibly experienced cervix elongation and was re-operated. It was also possible that the patient experienced de novo pain managed successfully conservatively, and/or sui. Additional information has been requested.